Event description:
As reported, during sealant deployment of a 5f mynx control vascular closure device (vcd), the user pressed button one, but it was too tight to press normally and required excessive force. The user was unable to fully press the button, so he removed the device instead. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram (tcfa). There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The user is mynx certified. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. T he tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no any kinks in the sheath or device after removal. The device will be returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during sealant deployment of a 5f mynx control vascular closure device (vcd), the user pressed button one, but it was too tight to press normally and required excessive force. The user was unable to fully press the button, so he removed the device instead. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram (tcfa). There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The user is mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There weren¿t any kinks in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were both in the non-depressed position. The stopcock was found in the open position, with a cordis mynx syringe detached from the unit. The sealant was in its original manufactured position and fully covered by the sealant sleeves, which exhibited no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or irregularities. No additional anomalies were observed during this visual inspection. Per functional analysis, a simulated deployment test was performed to assess device functionality. The unit operated as expected: the sealant was successfully deployed and the balloon retracted properly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were sequentially depressed in accordance with instructions, and the device functioned without issue. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.